Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device performed to specification and the root cause was unable to be determined. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.